Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4) rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 with a concern of failed leak test. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: failed dry/wet leak test. Leak at biopsy channel distal side. Prism lens cracked. Segment steel braid cut. Umbilical cable single buckled under pve root brace. Forward body trim collar attaching nut worn/loose threads. Ccd laser filter lifting/smearing. Distal cap missing silicone. Inspection of the seal between the distal body and distal cap was performed on (B)(6) 2017. The device failed the inspection criteria. Repairs to be performed which included replacement of the following components: air/water tube. Deflector operating wire. Objective prism lens assembly. Operation channel. Adjusting collars. Bending rubber. Segment attaching screw. Segment assembly attaching screw. Forward body trim attaching nut. Right/left pulley. Up/down pully. Staycoil collar. Segment staycoil assembly. Distal cap. Rings and seals. The unit is in the repair process where the distal case/cap will be replaced and resealed pursuant to the field correction and the duodenoscope will be returned to the customer upon completion.